Event description:
Boston scientific received information that during the revision procedure, the leads could not be removed from the header. After troubleshooting for more than an hour, the leads were surgically abandoned and replaced. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough device analysis was performed. The device was returned with a lead terminal pin section in the right ventricular and atrial ports. Both of the proximal terminal blocks had been drilled through the set screws extensively. The right atrial terminal pin section could not be removed due to the terminal block damage.